Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Alleged failure: units dont' work salesforce case number (B)(4). The failure(s) identified in the investigation is consistent with the complaint record. The root cause is the receptacle board. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. No manufacturing date - the device manufacturer date is not known.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: units don't work the root cause is the receptacle board. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a thermal event.